Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach was further described as the patient did not wear a mask. The peritonitis was manifested by abdominal pain and cloudy fluids. On the same day as onset, the patient was hospitalized for the event. While hospitalized the patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for peritonitis. Thirty-one days after being hospitalized, the patient was discharged. Dianeal therapies were ongoing. At the time of this report, the patient was recovered from the event. No additional information is available.